Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was new pain and a return of pain. Pt states was 100% pain free during trial. Dr states pt reported 70% pain relief during trial. Pt states zero difference in her pain since stimulation turned on. Pt then states program b helps with her left hip pain. Pt states that by accident she switched to c and now has new pain in left hip. Pt states new pain is present when device is on or off. Pt states by accident she must have turned intensities up on c. Met with medtronic 2/10/26 postop report shows program c, dtm with intensities set at 1.8 and 1.0. On 2/10 c was set for 1.4, 0.6. Appears pt decreased intensities on program c. Pt denies falls, trips, accidents. Pt reprogrammed with dtm. New dtm a.new dtm c. New traditional style d. New traditional style e. New hd style f. Therapy expectations reviewed. Pt educated on therapy expectations. Doctor updated. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was pt reported increased pain since receiving the scs device and stated that none of their 'programs' helped. Pt mentioned turning off stimulation for physical therapy, then turning it back on last friday, resulting in excessive buzzing sensation and sharp pain in the left hip; settings on group c appeared extremely high, leading pt to suspect accidental adjustment, as stimulation was not that intense previously. Pt was able to reduce stimulation but left hip pain persisted. Pt noted only group c targets left hip and back pain but also causes sensation in the stomach, while group b targets left hip without affecting lower back; group c targets lower back but offers no pain relief. Pt described being 100% pain free during trial scs. Pt reported the issue to mdt agent "(B)(6)" and supervisor "(B)(6)" but received no response and felt very disappointed. Pt informed hcp about the pain and was told inflammation at the implant site might be the cause. Pt denied any falls or trauma near the implant site and confirmed taking pain medication. Agent sent request to mdt rep in the area to contact the pt.